Manufacturer narrative:
(B)(4). The customer reported that they were unable to obtain a pacer spike in demand mode pacing during a pt event. There was no report of pt harm due to reported symptom. This complaint is being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to obtain a pacer spike in demand mode pacing during a pt event. There was no report of pt harm due to reported symptom.